Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter does not beep when the patient inserts test strips into the meter and the patient stated it used to beep before. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The 510(k)# is k073231.